Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and appears to be use related. The implicated and returned product was a 4 fr powerpicc solo. Adhesive residue was observed on much of the extension tubing, as well as the first 2 cm distal to the molded suture wing. A circumferential split was observed between the 6 and 7 cm depth markers. Microscopic evaluation showed the edges of the split were rough granular. The ends of the split had white discoloration. Slight discoloration was also present on the inner surface of the catheter opposite the leak. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Functional testing revealed that the distal portion of the catheter was occluded. This occlusion likely occurred due to the leak previously discovered. Leaks in the line allow blood to flow into the catheter, which prevents the functioning of the solo valve. Reference (B)(4) for further information about this failure type. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezh0135 showed no other similar product complaint(s) from these lot numbers.

Event description:
Reportedly, PICC had to be replaced because there was a small hole at the 6.5cm mark. No reported patient injury. Additional event information received from email: the hole was subcutaneous, discovered by the patient shortly after starting her morning vanco dose. Her PICC dressing became wet along with her arm, she stopped the infusion. Fortunately no damage to surrounding tissue. A new PICC was inserted on (B)(6) 2015 using her other arm and no further medical interventions were required. Patient only uses 10cc prefilled saline syringes.